Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 9 atms. The stent was deployed and post dilated using another balloon. The balloon was retrieved outside of the patient without any further incident. No pt effects. No additional event or patient info is available.

Manufacturer narrative:
(B)(4). Potential factors of balloon rupture below the rbp include, but are not limited to, mechanical damage from stent, mechanical damage from interaction with another product, accessory, or anatomy, or blockage in lumen. The unreturned product may have aided in the eval. However, it was garnered from the anatomical info that the lesion in the mid left anterior descending was heavily calcified. This may have caused or contributed to the balloon rupture during interaction of the sds with the calcified lesion. The review of the lot history record did not reveal any non-conformances. There is no indication of a product deficiency.